Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began (B)(6) 2021. It was reported that the patient stated they were in a great deal of pain that day. They reported three days later that they were still really sore. They said there was no way that they could get to their diary because they hurt too bad. Additional information was received from a friend/family member of the patient. Per the patient's daughter, the patient was still in a lot of pain. They were feeling stimulation and the sensation to go, but by the time someone came to their room to help them to the bathroom, they had already wet themselves. They asked for a call back later in order to get the patient's diary information. Three days later, it was reported the patient went into the hospital. Two days after that, it was reported the patient was still in the hospital.